Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level, insulin flow blocked alarm and replace battery now alarm without getting a low battery alert. Blood glucose level at the time of the incident was 302 mg/dl. New battery resolved the issue. Customer also reported getting insulin flow blocked alarm which was resolved by changing the complete set (infusion set and reservoir). Blood glucose rose up to 500 mg/dl and treated with manual shot. Customer's blood glucose was 200 mg/dl when the alarm recurred after a bolus. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer declined troubleshooting for high readings. The insulin pump was not replaced or returned for analysis.